Event description:
Patient was successfully weaned, no further interruptions with starting hemolysis measurements. The patient survived explant.

Manufacturer narrative:
B5: added additional informationd6b: added the explant date

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a patient of unknown age and gender for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported, and the patient's clinical state prior to initiation of support was not reported. During impella cp support, the physician reported suspected hemolysis. Anticoagulation had recently been adjusted, with a reported partial thromboplastin time (ptt) of 68 seconds. The physician reported potassium increased from 6 to 8, and the patient was described as hypervolemic in the setting of volume therapy during cardiogenic shock treatment. Hemolysis was identified during dialysis, which was being utilized as acute therapy in the setting of cardiogenic shock. Follow-up information indicated that hemolysis was supported by elevated lactate dehydrogenase (ldh) and haptoglobin findings. Recommendations were provided to obtain plasma-free hemoglobin and assess impella position. Follow-up communication reported the impella position was approximately 5 cm within the left ventricle, and repositioning of the device was recommended. It was noted that that the impella performance level was reduced to p4. Following this intervention, the reported signs of hemolysis improved. No decrease in hemoglobin was reported, and the patient remained on impella support at the time of reporting.

Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.